Manufacturer narrative:
External insulation abrasions were noted at 6.7 - 6.8 cm and 19.5 - 21.5 cm from the pin consistent with lead friction to the device can.

Event description:
This report is to advise of an event observed during analysis.